Manufacturer narrative:
Additional information received in relation to this case reported that the device did not deploy correctly. Full deployment of the stent graft device occurred in vitro after completion of the procedure and it was observed that the suprarenal stents did not completely expand. Films review summary: three (3) photographs of an endurant iis bifurcate were returned. The resolution of the photographs was not sufficient to allow for a complete assessment of the suprarenal stents and aortic body. However, the returned photos revealed that the suprarenal stents had not completely expanded, but no clear suprarenal entanglement was observed. A slight amount of blood was seen scattered around the bifurcate aortic body, and there also appeared to be substantial clotted blood or some other blood-like material attached to (and possibly interconnecting between) the suprarenal stent apices which may have been restricting the deployment. Assessment of the proximal markers, including the alleged issue with the ¿e¿ marker which was not seen in the photos, could not be performed from these returned photographs. No other stent graft issues were observed. Device evaluation summary: the non-implanted endurant iis bifurcate was returned for analysis; the deployed stent graft was returned without the delivery system. No stent graft integrity issues were observed, and the device was confirmed to have met the endurant iis bifurcate diameter and length specifications. In addition, the ¿e¿ marker (and all of the markers) were confirmed to have been sewn in the proper location and orientation. The ¿e¿ marker was in the correct anterior/center position with the contra gate/marker aligned to the patient¿s left side. Summary: from the analysis of the returned device and clinical information provided, the reported abnormal appearance of the ¿e¿ marker¿, which was discovered under fluoroscopy while trying to position the contra lateral gate, could not be confirmed. No films during implant, including fluoroscopy images of the stent graft delivery system, were available for review and the reported event could not be assessed. The ¿e¿ marker (and all of the markers) were confirmed to have been sewn in the proper location and orientation: the ¿e¿ marker was in the anterior/center position with the contra gate/marker aligned to the patient¿s left side. No stent graft integrity issues were observed, and the device was confirmed to have met the endurant iis bifurcate diameter and length specifications. It is possible that what may have occurred is that the proximal ¿e¿ marker became folded along its length during stent graft loading into the graft cover (which is more likely to occur with the larger 36mm diameter bifurcates), and within the graft cover the ¿e¿ marker may have had the appearance under fluoroscopy as a straight vertical line (¿l¿). However, as stated in the IFU, the orientation of the ¿e¿ marker prior to deployment should not be used as a reference during implant of the bifurcate; the requirement is to rotate the graft cover to align the gate marker with the contralateral iliac artery. From the returned photographs the cause of the report of the stent graft not correctly deploying outside the patient also could not be determined. Details regarding the deployment difficulties were not provided, and it is unknown if the incomplete deployment of the suprarenal stents (as seen in the site photo¿s) may be related to this event. Stent graft ¿deployment difficulties¿ outside the patient would not necessarily reflect any deployment issues that could have occurred when the device was implanted in the patient, since the device was not deployed under normal body temperatures and with no pulsatile flow. A delivery system issue also cannot be ruled out as a potential cause of the reported deployment difficulties. However, the delivery system was discarded and a product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant iis stent graft system was planned to be implanted in a patient for the endovascular treatment of a 51mm abdominal aortic aneurysm. It was reported that a device issue was noted during fluoroscopy while trying to position the contralateral gate. When the device was rotated under fluoroscopy the "e" marker did not sit where it should in relation to the wire and the edge of the delivery system. It appeared as a straight line directly over the wire but should only be visualized on either lateral sides of the stent graft. The physician removed the device and it was replaced by a same size stent graft which was then successfully deployed. It was reported that the issue was device related and not related to patient anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.